Event description:
It was reported that following an magnetic resonance imaging (MRI) scan, the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. Abbott technical support was contacted and the cause of the bvvi was found to be MRI exposure without properly completing the enabling of the MRI settings. The device was successfully reprogrammed to resolve the event. The patient was in stable condition.